Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Additional devices: pcc181400/#02933063, pcc181400/#02933065. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6) 2004, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. The physician later diagnosed an endotension. On (B)(6) 2012, the pt underwent a procedure to reline the existing devices with an aortic extender and the three contralateral legs. The pt tolerated the procedure.